Event description:
It was reported that: the arterial catheter was inserted on 18 october on the left radial. On 23 october it doesn't provide readings and cannot accomplish any sampling on it. Clinical consequences: catheter changed. Patient's monitoring temporarily not achieved.

Manufacturer narrative:
Qn (B)(4).

Event description:
It was reported that: the arterial catheter was inserted on 18 october on the left radial. On 23 october it doesn't provide readings and cannot accomplish any sampling on it. Clinical consequences: catheter changed. Patient's monitoring temporarily not achieved.

Manufacturer narrative:
Qn# (B)(4).the customer report of incorrect arterial pressure due to the catheter was not able to be confirmed by complaint investigation of the returned sample. The customer returned one arterial catheter and non-arrow connector tubing for analysis. No definite signs-of-use were observed. Visual inspection of the returned catheter revealed that the catheter slide clamp was activated on the extension line. The slide clamp was removed, and microscopic examination revealed an imprint on the extension line at this location. It is possible for this activated slide clamp to contribute to the reported defect; however, it is unknown if the slide clamp was activated during use. Visual inspection of the catheter body revealed that it was separated adjacent to the juncture hub. The distal portion was not returned for analysis. The outer diameter (od) of the catheter measured 1.06mm via calibrated caliper, which was within the specifications of 1.04mm-1.09mm per catheter extrusion product drawing. The catheter was functionally tested per the IFU provided with this kit states, "thread tip of catheter over guidewire". With the slide clamp in the opened position, a lab inventory guide wire was threaded completely through the catheter with no resistance. The IFU provided with this kit warns the user, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in cathete r damage, breakage and loss of arterial monitoring capabilities". A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Based on these circumstances, the root cause cannot be determined based on the available information. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: the arterial catheter was inserted on (B)(6) on the left radial. On (B)(6) it doesn't provide readings and cannot accomplish any sampling on it. Clinical consequences: catheter changed. Patient's monitoring temporarily not achieved.

Manufacturer narrative:
(B)(4). In section d provided di # only as no lot number was reported **UDI related data quality updates only**